Event description:
It was reported that the patient experienced dizziness and bradycardia below the implantable pulse generator (ipg) lower rate. The right ventricular (rv) lead also exhibited high threshold and loss of capture. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: sesr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.